Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for lateral abscess. Event is serious and is considered moderate. Event is not related to device and possibly related to procedure. Date of implant: (B)(6) 2009, date of implant insert: (B)(6) 2016, date of event: (B)(6) 2022, (right knee). Treatment: irrigation and debridement.

Event description:
It was determined that that an infection event took hold on (B)(6) 2022 as a lateral knee abscess, with treatment being an I&d. All knee products were captured and reported in this current complaint for this event. The clinical database goes on to indicated that the following treatments/interventions were applied to address this infection further: on (B)(6) 2022, a surgical washout with revision of the tibial insert occurred to address the infection. On (B)(6) 2022, that patient was taken back to the operating room and all implants were removed and an antibiotic spacer placed for further two-stage treatment to address the infection. On (B)(6) 2022, the knee was revised again as the second stage revision, with reported completion of treatment, removal of temporary spacer, and placement of definitive implants. As all of the revision surgery procedures relate directly to the initial lateral abscess infection event, these revision surgery events will be simply captured beneath this complaint as treatment for the infection event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.